Event description:
Eczema on genital skin - female [eczema]. Rash-vagina [vulvovaginal rash]. Case description: a consumer reported that they, a female age unspecified, used always pads ultra actipearls wing regular normal 1 applic, daily beginning (B)(6) 2013 and reported the following: eczema on female genital skin and vaginal rash. The consumer was admitted to the hospital for 2 weeks. Treatment: cortisone, ointment. The case outcome was not recovered/not resolved. The consumer was advised to discontinue use of the product but she continued to use the always pads. No further information was provided.

Manufacturer narrative:
A lot number was provided by the reporter, lot check and batch retain testing pending.